Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was found that a b30 failure occurred due to a failure in charge-coupled device (ccd). The broken portion of the cable was found to have failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus hd camera head was presenting an unspecified error code when it was plugged in during procedure preparation. A follow up with the customer confirmed there was no death or injury from this event. The customer also confirmed that the specific error code was unknown. During the device evaluation, it was confirmed that a b30 scope communication error was present. This report is being submitted to capture the confirmation b30 scope communication error discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted, a b30 scope communication error was discovered due to a faulty charged coupled device unit. Additionally, the cable had been cut. The connector¿s tip was deformed, the serial plate was fading, and the unit failed the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.